Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event occurred on an unspecified date and involved an unspecified lipid tubing with unknown list number and unknown lot number. The reporter stated that they had two leaking lipid tubing incidences. There was unknown patient involvement, unknown delay in therapy; harm was not reported as a consequence of this event.